Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that myocardial infarction (mi) and st elevation occurred. Vascular access was obtained via the radial artery. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery with a 2.75mm vessel diameter. A 1.75mm rotalink plus was selected for use. During the procedure, the physician wanted to do one last round of polishing, however, the patient went into mi and st elevation. The physician removed the device and performed cardiopulmonary resuscitation. The procedure was completed with another of the same device. Patient is stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that myocardial infarction (mi) and st elevation occurred. Vascular access was obtained via the radial artery. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery with a 2.75mm vessel diameter. A 1.75mm rotalink plus was selected for use. During the procedure, the physician wanted to do one last round of polishing, however, the patient went into mi and st elevation. The physician removed the device and performed cardiopulmonary resuscitation. The procedure was completed with another of the same device. Patient is stable. It was further reported that the patient regained consciousness after cardiopulmonary resuscitation was performed.